Event description:
The customer called to report that she was hospitalized for high blood glucose levels. The customer reported a blood glucose reading of 596 mg/dl during the phone call. The customer stated that she ate potato chips and drank a beer prior to the event, but she did not bolus because she did not want her blood glucose levels to go low during the night. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the high pressure tests, but no insulin exited during the prime test. Advised the customer to discontinue use of the insulin pump and go on a back up plan.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement, occlusion, prime and excessive no delivery alarm tests. The insulin pump had a missing end cap sticker and a scratched display window.